Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿drain breaks¿. A potential root cause for this failure could be "drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source."

Event description:
It was reported that the device broke inside of the patient. (B)(6) risk manager advised via email on 21-aug-2019, that a "portion of the tubing was retained on the patient's knee upon removal of the hemovac tubing." Reportedly, the patient was returned to the or where all pieces were removed. Patient experienced no adverse effects to date.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿drain breaks¿. A potential root cause for this failure could be "drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ensure that the wound site is dry and free of debris before closure. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. If the drain is occluded, irrigation and/or aspiration of the drain may be required. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. Suction must be discontinued prior to the removal of the drain. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector. Y-connector to suction source."

Event description:
It was reported that the device broke inside of the patient. Christina martinez, risk manager advised via email on (B)(6) 2019, that a "portion of the tubing was retained on the patient's knee upon removal of the hemovac tubing." Reportedly, the patient was returned to the or where all pieces were removed. Patient experienced no adverse effects to date.